Event description:
It was reported through a legal claim that allegedly the patient was implanted with an lfit cocr v40 femoral head on her right hip on or about (B)(6) 2011 and was revised on (B)(6) 2021. The revision operative report noted "... Destruction of the trunnion, severe metallosis, significant wear of the polyethylene and metallosis throughout the synovial capsule."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.